Manufacturer narrative:
Additional information was received indicating that the pump passed biomed testing and would not be sent to smiths medical for investigation.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was under infusing 46-hour fluorouracil infusions. It was reported that the event log showed that the pump infused correctly "without alarm"; however, the bags had not infused completely. The patient was required to reschedule infusion visits and no adverse patient effects were reported.